Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump o- ring not in place and blank display. The customer stated that the insulin pump got wet. Customer stated that there was fluid in battery compartment. Customer stated that no contacts were damaged on battery cap. Customer stated that home screen does not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Constant pump error 3 alarms noted during rewind. Unable to perform displacement test due to constant pump error 3 alarms during rewind. Pump error 3 due to severe corrosion on solder joints of pin 50, pin 71, pin 72, pin 75 of connector on electrical board 2. Pump error 75 alarmed during selftest. Disconnected and reconnected the backup lithium battery connector and executed selftest again with no pump error 75 alarm noted. Pump error 75 alarm due to severe corrosion on the contacts of on electrical board 1. No blank display anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Corrosion in battery tube. Corroded force sensor assembly and moisture damage on motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.